Event description:
When pulling (firing) the handle (stapler), the staples inserted into the tissue but, never closed (staples did not form) increasing the surgical time by an extra hour to an hour and a half. Manufacturer response for stapler, surgical, proximate (per site reporter): representative will send a release letter to us and the product will be returned tomorrow.